Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a pericardial effusion was noted. After isolating the left pulmonary veins, an intracardiac echocardiogram revealed a cardiac perforation. An epicardial drain was placed via epicardial access to resolve the effusion. After the drain was established, the case was completed with no further complications. The physician believes the effusion occurred during transseptal access with a non abbott needle. There were no performance issues with any abbott devices.